Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon visual inspection of the returned sample, it was observed that the cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. The device was in a clean state with no visible damage to locate. Functional testing was performed with passing results. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Upon checking the downstream sensor, the device matched the required values and standards. A delivery accuracy measurement was measured within specification. No faults were detected upon removing the upper housing. Based on the data from the investigation, the reported defect was unable to be confirmed. The device history files were read and analyzed. No abnormalities were found in the history log. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "repair was according to decision tree within the service workshop for complaint. The set delivery rate is not completely delivered."